Manufacturer narrative:
Device code: high test results, FDA 2457 patient code: no consequences or impact to patient, FDA 2199 an evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false elevated sodium on 2 patient samples processed on the architect c8000 analyzer. ID (B)(6) generated sodium of 163 mmol/l that repeated with several replicates of 141 mmol/l. ID (B)(6) generated sodium of 161 mmol/l that repeated 139 and 140 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The abbott customer support requested the customer perform the following actions: 1. Calibrate the reagent r1 and r2 probes because the last calibration was approximately a year ago. 2. Replace the ict probe as part of troubleshooting. Per the complaint text, the customer did not know the last time this part was replaced. 3. Perform as needed procedure 6052 wash cuvettes. 4. Perform precision study; the results were acceptable. A review of the architect (B)(4) service history revealed no subsequent complaints of discrepant/erratic results were reported after the ict probe was replaced. A review of similar complaints did not identify an adverse trend of the ict probe. A review of the architect c8000 erratic result rate showed no trends for the c8000 or the ict probe. The architect system operations manual provides information regarding component replacement and troubleshooting of the described issue. The customer resolved the issue by performing multiple troubleshooting actions to include replacing the ict probe. Based on the evaluation, the architect (B)(4) is performing acceptably.